Event description:
Later a healthcare professional reported a patient experienced the events of ¿bacterial rash only under the left breast¿ and ¿bad swelling in left foot."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
A patient reported they experienced the events of ¿erratic high blood pressure¿, ¿fluid around breast shown in MRI¿ ¿eyes always red¿, ¿depress¿, ¿stub like back pain¿, ¿ low grade pain in my right back area as it feels like, that its radiating from behind my center line just behind the nipple out through my back¿, ¿sharp stinging feelings up through to my shoulders and neck¿ , ¿lumps on the lower part of breast¿, ¿breast rashes¿, ¿high levels of anxiety¿ , ¿exhausted all the time¿, ¿feel clammy¿ ¿pee smells feral¿, ¿concerned about my recent breast augmentation¿, ¿implant folding and creasing¿, and ¿ 15mm probable hepatic cyst." Patient additionally stated that implants "seem to have pockets that protrude out like a nipple at times at the base of each breast" and "can still feel this bubble, hollow effect." The device remains implanted. This represents the left side. The events of depression, high blood pressure, and red eyes were deemed unrelated to the implant.